Event description:
A pt with this implantable cardioverter defibrillator (ICD) and non-guidant lead system presented to the emergency dept (ed) after receiving shock therapy. It is reported that two shocks delivered in the ed were in response to normal sinus rhythm (nsr). Upon interrogation, the pacing lead impedance was out of range at greater than 3000 ohms and it was noted that there was oversensing on the electrogram causing the inappropriate shocks. At the physician's order, the device was turned off. The ed staff was advised that with the ICD off, that external rescue would be needed. It was reported that while being transported to the o.r. The next day, the pt arrested and died.